Manufacturer narrative:
Code e2402 used to capture ¿injury.¿ depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screws: 3.5 mm cancellous/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that the patient underwent surgery on (B)(6) 2019 and had one (1) lcp plate and six (6) screws placed to treat pseudarthrosis of the right clavicle. On an unknown date, the patient experienced discomfort from the plate under the kin and it was decided to remove the plate. The patient underwent removal surgery on (B)(6) 2021 to have the plate removed. During the procedure, it was noticed that three (3) screws had merged on the plate. The surgeon attempted to drill the screw head with tungsten bit without success. After forty-five (45) minutes and failure to remove the screw, it was decided to leave the plate in the patient. The evolution was favorable with healing obtained. There is no further information available. Concomitant device reported: unknown screws (part# unknown; lot# unknown; quantity: 3). Unknown drill (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unk - screws: 3.5 mm cancellous. This is report 1 of 4 for (B)(4). This complaint is related to (B)(4).